Manufacturer narrative:
The sphincterotome will not be returned to olympus for evaluation as the user facility discarded the device after the procedure. The cause of the reported event cannot be determined. The instruction manual warns user ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result.¿

Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the wire of the first broke while inside the patient; however, remained attached to the tome. It was confirmed that no device fragment fell into the patient. There was no current flowing when the wire broke. A second tome used and would not bow (bend or flex) properly and became stuck in the 3 o'clock position. It was reported that the wire was only arching a little bit. There was minimal delay as the doctor switched to a third different device to complete the procedure. There was no injury reported. Additionally, the user facility reported that the devices were inspected prior to use no visual anomalies noted. The devices are stored in an electronic closet in the procedure room.